Event description:
Event description guidant received information that the patient with this implantable lead recently underwent dialysis. Following the start of treatment, this lead exhibited an increase in pacing impedance from 600 ohms to 1300 ohms. In addition, an increase in pacing thresholds were observed, from 1.8v to 2.6v, and a decrease in r wave measurements from 15 mv to 12 mv were seen. A guidant technical services (ts) consultant discussed the possibility of metabolic issues associated with the dialysis as the potential source for the observations, but that a lead issue could not be ruled out. No symptoms or therapy delivery issues have been reported.